Event description:
The patient's leg was stuck between the crib bars. It was found between the one metal bar and one of the plastic bars (the one larger gap on the side of the crib). The provider was able to free the patient's leg with minor difficulty. The patient sustained no injuries as a result of this event.